Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. Patient using device is under two years old against user guide recommendations. At the time contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).